Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between may 23-24, 2025. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was a cut at the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue (an improper placement of the set into the cavity of the packaging machine). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had a slice or cut. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.